Event description:
Damage to the cartridge was reported by the caller, who noted that the issue occurred twice on the same day. The damage was to the cartridge pigtail, although the caller was unaware of how it became damaged. The caller did not provide information on the customer's blood glucose level at the time of the event. The cartridge had been loaded onto the pump and used for insulin delivery before the caller successfully changed the cartridge and resumed insulin therapy. The damaged cartridge was unavailable for return, and cts planned to replace it via a goodwill order, which the caller acknowledged and understood.